Event description:
It was reported that the site had a case in which the software stated that the locatable guide (lg) was not detected. The site reported that the status of the locatable guide was orange and not green as it should have been. A reset of the system was performed and a new procedure was tried. In addition, the locatable guide cable was replaced. However, the same message appeared. Therefore, the physician chose not to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
A component of the system (the locatable guide) was returned to superdimension for eval. The analysis found that the locatable guide is functioning as designed. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposure to general anesthesia.